Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to a high blood glucose of 417 mg/dl and diabetic ketoacidosis. The patient's insulin pump stopped working in the middle of the night. The battery was changed but the display remained blank. The customer was not wearing the insulin pump at the time of hospitalization; they had been off of the device for less than 48 hours. The customer was treated with insulin and fluids. Their blood glucose had since decreased to 256 mg/dl. Troubleshooting was initiated for the blank display anomaly. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline (B)(6) battery was inserted into the insulin pump but the display did not return. The battery cap contact was cleaned and a new (B)(6) alkaline battery was inserted again and the display returned. The insulin pump had alarmed unexpected restart alarm; however, when the self test was performed the insulin pump passed. The insulin pump was not returned for analysis.